Event description:
Information received from the field notes that the patient was in surgery for a generator replacement. The device was implanted successfully and capture and sensing were both good, but the physician noticed an insulation break near the terminal pin of the lead. Medical adhesive was applied and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received